Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse installed a new safety disk and the unit was then able to pass the pim leak test. Function tests & electrical safety checks were performed and the unit operated within specifications. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not pass the pneumatic interface module (pim) leak test. This event was discovered during service/test performed by the customer. There was no patient involvement, thus no adverse event was reported.